Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 239 mg/dl and a correction bolus was delivered with the pump to address the bg level. The customer indicated that the cartridge, infusion tubing and site will be changed and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.